Manufacturer narrative:
The device was returned with the cannula assembly fully deployed and the formed needle completely retracted; the pink slide insert was visible through the viewing window of the top housing. The download data shows that the device ran 47 first prime pulses and was deactivated at 2546 pulses. No damages or defects were found with the needle mechanism that would cause the needle not to retract.correction to d(4): lot number changed from unavailable to l45276. Catalog no changed from zxy425 to zxp425. Expiration date changed from unavailable to 5/13/2021. Model no changed from 14810 to 19191. Unique identifier (UDI) # changed to (B)(4). Correction to h(4): device mfg date changed from unavailable to 11/13/2019.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the needle did not retract. The pod was worn less than an hour.